Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". Concomitant products included cyclobenzaprine. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), the first episode of menorrhagia ("heavy and prolonged menstrual bleeding"), the first episode of dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), the first episode of migraine ("excessive migraines headaches"), feeling abnormal ("brain fog"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), the second episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain"), pain in extremity ("leg pain"), neck pain ("neck pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, tooth disorder, feeling abnormal, fatigue and arthralgia had not resolved, the vaginal haemorrhage, the last episode of menorrhagia, the last episode of migraine, headache, nausea, the last episode of dyspareunia, vaginal discharge, weight increased, pain in extremity, neck pain and back pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, fatigue, feeling abnormal, headache, nausea, neck pain, pain in extremity, pelvic discomfort, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia, the first episode of menorrhagia, the first episode of migraine, the second episode of dyspareunia, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Discrepant information received for essure insertion dates, earlier it was in 2013 and in current follow up as per pfs it was mar 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received: new reporter and events: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss specify which one: weight gain, leg pain, back pain,neck pain, abdomen pain, the patient did not undergo an essure confirmation test were added. Case category upgraded to incident. Removal surgery details updated. Concomitanat drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.